Event description:
A malfunction on the pump was reported by the caller, who noted no notable events prior to the issue. The malfunction code displayed was malf 9, and the customer¿s blood glucose level exceeded a high threshold, though the specific value was unknown. Initially, no action was taken by the customer to address the high blood glucose level, and no third-party assistance was required. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the pump was reset, allowing the customer to continue using the pump. The caller was advised to contact technical support if any further issues arose, and they acknowledged this instruction.